Event description:
The bilibee flickers when operated with battery only. It stops when plugged into the wall but we were told that the device could be used as a portable treatment option as long as the battery was charged. Bililevel on the first night of treatment did not go down as a result.